Manufacturer narrative:
The device history record was reviewed and historical trending was performed. No trends were found. Samples were received and evaluated, with testing revealing a small tear at the root of the small finger of the right glove. The root cause of the tear was probably due to a thin spot on the latex film giving way to a tear or hole during the glove stripping process. The forming team notified the latex team regarding findings. Currently, there is an established mold maintenance program and a filtration process in order to prevent these isolated occurrences. Every lot production is tested using the FDA prescribed water test procedure. The aql is much tighter than that required by the FDA. This appears to be an isolated incident and mfg will continue to monitor for trends.

Event description:
A surgeon noticed blood on his fingers when he took his gloves off after performing a hip prosthesis surgery. Tritherapy was administered to the surgeon as preventative treatment. No defect was noticed on the gloves.